Event description:
It was reported a patient experienced hydrothorax and pleural effusions coincident with peritoneal dialysis (pd) therapy on the homechoice (hc) device. The patient was hospitalized for this event. The treatment received for the hydrothorax and pleural effusions was that a thoracentesis was performed twice. The cause of the hydrothorax and pleural effusions was unknown. Six days later, pd therapy was discontinued. Two days later hemodialysis was started. The patient was discharged after seven days of hospitalization. At the time of this report, the patient was recovering from the hydrothorax and pleural effusion events. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device analysis cannot be completed. The cause was not identified. A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.